Manufacturer narrative:
Corrected information provided in h.6. On initial MDR component code 788 was an error, it should have been g05006 the product was returned for analysis and the reported complaint was observed. The device was returned in clear plastic bag. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. Iol returned in a plastic container. Solution is dried on the iol. The iol is cut in half through the optic. The optic is scratched/ marked and nicked/ chipped. A small segment is missing from the optic edge. Root cause: the product investigation could not identify the root cause for the reported complaint "large scratch/artifact on it after the lens unfolded" as the lens was returned outside the device. No damage was observed to the device. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastic leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, large scratch/artifact was noted after the lens unfolded, had to cut the lens in half and remove and replace it with a new lens. Additional information has been requested and received stating there was no patient harm.